Manufacturer narrative:
Eval results: a visual inspection of the returned product shows the lens has one haptic torn and is stuck in the cartridge. There is clear surgical residue on the lens and the cartridge. The cartridge has no visible. Damage. Conclusions: no conclusion can be drawn. Based on the complaint history and eval of the returned product. A specific root cause could not be determined. It should be noted that the injector was not returned for eval.

Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq5010v in the injector and the leading haptic tore off. No pt contact or injury. This is one of two incidents that occurred to this pt. See MFR report number 2023826-2007-01376 for the other report.